Manufacturer narrative:
The investigation determined that higher than expected vitros na+ results were obtained from non-vitros biorad level 1 quality control fluid, lot 15940, using vitros na+ slide lot 4202-0965-5001 on a vitros 5,1 fs chemistry system s/n (B)(4). The assignable cause was a sub-optimal vitros na+ calibration event. The calibration was suboptimal when compared to the typical calibration responses and parameters. The customer used a fixed 3 ml pipette for reconstitution which is not aligned with ortho¿s recommendation to use a 3 ml glass volumetric pipette. The most likely cause of the suboptimal calibration was user error, where the calibrator lyophilate was reconstituted with an incorrect volume of diluent, however, this could not be confirmed. Acceptable vitros na+ performance was observed after a 2nd calibration event was performed using the pipettes recommended by ortho. The investigation found no indication the vitros 5,1fs chemistry system or vitros na+ slide lot 4202-0956-5001 contributed to the event.

Event description:
A customer observed higher than expected sodium (na+) results obtained from a non-vitros quality control (qc) fluid, using vitros chemistry products na+ slides, processed using a vitros 5,1 fs chemistry system. Biorad multiqual lot 15940 level 1 results 147.2, 147.6, 149.3, 148.6, 146.5 and 146.2 mmol/l versus expected result 114.0 mmol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics (ortho) inc. (B)(4). This report is number three of six 3500a forms filed for this event, as multiple devices were involved.